Event description:
Programming history was reviewed, and high impedance was identified during a system diagnostic test performed on (B)(6) 2014. The physician programmed the device off on (B)(6) 2014. Then, on (B)(6) 2015, the physician programmed the device back on, interrogated the device, and programmed it back off without running any diagnostic tests. The physician was aware that the high impedance was present. There were no plans to turn the patient's device back on or perform revision surgery, because the patient only had one seizure from the time the device was programmed off on (B)(6) 2014 until (B)(6) 2015. X-rays were not performed, and the physician did not know what the cause of the high impedance was. No known surgical intervention has occurred to date.